Event description:
Patient with heartware therapy for 14 months and post-operative course complicated by severe right ventricular failure and renal failure (on chronic dialysis) presented with heartware in low output state. Patient had known chronic driveline infection (oral antibiotic treatment only). We initially thought the patient's decompensation may have been related to severe right ventricular failure and hypovolemia (hemorrhage following recent tooth extraction requiring blood transfusions) and/or infection component. Impella was inserted to support the poor right ventricular performance during this decompensated time, however, after inability to wean the impella, and with escalation of inotrope/pressors, the family decided to withdraw treatment.